Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: sleeve (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 03.037.022, lot: f-20171, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 31. Aug. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot: f-20171) was received showing a portion of the distal tip broken off. The broken off fragments were not returned. No other issues were identified with the returned components of the device. The device failure/defect of broken tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: distal tip outer diameter and distal tip cannulation diameter measured and both measurements are conforming per relevant drawings. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot: f-20171) was received showing a portion of the distal tip broken off. No definitive root cause could be determined. Fragments were not returned to us cq, per the event description, ¿small fragments were not removed as they were in the drill hole inside femur.¿ per the reported event description, the complaint condition was likely due to unintended forces from surface impact during device use by the operator. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a right hip nail procedure due to a right hip fracture, the tip of the cannulated stepped drill bit broke off during use. It had a couple of pieces. It was further reported that the step drill may have gotten caught up on outer sleeves before fulling inserting drill into the femur. Procedure completed in full as the fragments were two micro pieces. Small fragments were not removed as they were in the drill hole inside femur. The procedure was successfully completed with no surgical delay. Patient status is unknown. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).